Manufacturer narrative:
Investigation pending.

Event description:
Patient came to facility with heartburn and discomfort across the upper chest. Customer was sent home on (B)(6) 2010, but re-admitted on (B)(6) (date unknown). Patient condition not known.